Manufacturer narrative:
Investigation: one loose 1ml syringe and one opened blister pack from batch 8277847 (p/n 309628) was received in a biohazard bag and evaluated. It was observed through the bag the stopper was in the bottom out position and it contained the tip of the plunger rod. This was rejectable per product specification. Potential root cause for the broken plunger rod defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It has been reported that one syringe 1ml ll w/o dn has been found with the plunger rod breaking during use. The following has been provided by the initial reporter: it was reported that a plunger broke off while pulling up medication. Per email: I have a 1ml bd syringe, part #309628, lot 8277847 in which the plunger "snapped off". I don't have the plunger, but I have the rest. From the nurse: "I have a medication syringe that the plunger rod snapped when pulling up medication and it caused some delay in administration of a medication to a post-op patient."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 1ml ll w/o dn has been found with the plunger rod breaking during use. The following has been provided by the initial reporter: it was reported that a plunger broke off while pulling up medication. Per email: I have a 1ml bd syringe, part #309628, lot 8277847 in which the plunger "snapped off". I don't have the plunger, but I have the rest. From the nurse: "I have a medication syringe that the plunger rod snapped when pulling up medication and it caused some delay in administration of a medication to a post-op patient."